Event description:
It was reported by the patient that this pacemaker exhibited farfield oversensing. The patient was concerned due to having a procedure the upcoming week. Technical services (ts) advised the patient they should review and discuss with the cardiology office. The device remains in use. No adverse patient effects were reported.